Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the patient's stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there was no electrical current coming out from the device. The device was directly connected to the generator and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of gold probe failed to cauterize. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed no visible device failure. An electrical evaluation was performed; the device passed the isolation of electrodes test but failed the load test. X-ray inspection revealed that the electrical failure was the result of broken internal wires near the distal tip; the wires had evidence of welding done during the manufacturing process. A transverse cut was applied to the catheter and burn evidence was found at the tip. The complaint was confirmed since the unit failed the load test. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the patient's stomach during an esophagogastroduodenoscopy (egd) procedure performed on(B)(6) 2015. According to the complainant, during the procedure, there was no electrical current coming out from the device. The device was directly connected to the generator and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with a second gold probe using the same generator and settings. No visible issue to the complaint device or packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.